Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd) and device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during interrogation before the scheduled generator change for elective replacement indicator (eri). This device was explanted and replaced. No additional adverse patient effects were reported.